Event description:
Nurse heard patient's call buzzer (foot operated) but couldn't respond immediately. 1-1/2 - 2 minutes passed before the ventilator alarm sounded. External alarm was activated. Nurse discovered hose disconnected from trac. & laying on floor. Patient states she had been disconnected when she first buzzed for help. No ventilator alarm had sounded at that timeinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.